Event description:
While performing a periodic inspection, the reporter observed that the device will not power on.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.